Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and system sensor and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor alarm noted. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failed and the act and esc keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but the test failed again and the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.